Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a lantern delivery microcatheter (lantern), non-penumbra diagnostic catheter and a pod10. During the procedure, while advancing the lantern through the diagnostic catheter, the lantern became kinked midway between the proximal end and mid shaft. Subsequently, the physician was unable to advance a pod10 past the kinked portion of the lantern. Therefore, the pod10 was re-sheathed, and the lantern was removed. The procedure was completed using a new lantern, ruby coils, the same pod10 and, diagnostic catheter. There was no report of an adverse effect to the patient.